Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported condition was not reproduced. Unit is able to successfully load and run a set without discrepancies. No issues were identified with the display. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a novum iq large volume pump's screen does not turn on during programming/setup. There was no patient involvement. No additional information is available.